Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and radiculopathy. It was reported that a power on reset message was seen on the patient programmer and confirmed with the clinician programmer. The implantable neurostimulator had 50% charge. The patient has recent exposure to lots of radiation and CT scans about two weeks prior to the report. The manufacturer representative was able to clear the power on reset using the clinician programmer. Interrogation showed that all impedances were normal. Once the power on reset was cleared, the patient was getting great relief. Another power on reset message was displaying when the patient got home from meeting with the manufacturer representative. No treatments were done in between. There were no further complications reported. It was reviewed with the manufacturer representative how to clear the power on reset. There were no patient symptoms or complications reported.